Event description:
It was reported that during a polypectomy procedure, when the snare was advanced, the wire of the device came out into the scope and biopsy forceps were used to remove it. Physician used another to finish the procedure. No product was returned for evaluation.